Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.027.0xx provided. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part number is unknown, but pfna devices are not distributed in the united states, but are similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had an event where the proximal femoral nail anti-rotate (pfna) blade backed all the way out post-operatively. A revision surgery was performed. No information available concerning the patient condition and outcome. Concomitant reported part: nail (part and lot unknown, quantity 1). This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).